Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that the devices were used during a gastric sleeve procedure. The first device, when releasing the jaws after staple and cutting it could not be removed from the tissue. Another device was pulled to use when device was removed. This second device, the surgeon stated the device was difficult to fire. Another device was pulled and additional reloads were used to cut the device off of the tissue. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? 1st device no, 2nd device asku. Was there any difficulty removing the device from the tissue? Yes. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. If so, what? Na.

Manufacturer narrative:
(B)(4).